Manufacturer narrative:
(B)(4). The customer provided two images for this complaint. One photo shows a small, blue piece of plastic on non-arrow q-tip. It is assumed that this plastic is from the venous hub. The other photo shows an arterial luer hub with a piece missing around the threads. Through investigation of this complaint, it is assumed that the image showing the damaged arterial hub is the sample linked with this complaint, while the image showing the venous luer hub is the sample linked with another complaint. The customer returned one retrograde hemodialysis connector assembly for analysis. It was noted that the compression fitting/cap was assembled to the connector assembly; however, the catheter body was not returned. Visual and microscopic examination revealed that a section of the arterial hub was separated and not returned for analysis. White stress marks were observed at this location. Additionally, scratch marks were noted on the hub, which resemble contact with needle holders. No defects were noted on the venous luer hub. The returned sample was functionally tested in accordance with the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube". Despite the damage to the arterial hub, no obvious leaks were observed. A manual tug test confirmed both luer hubs were secure to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a broken and separated luer hub was confirmed by complaint investigation of the returned sample. The arterial luer hub was partially broken and separated. The appearance of the separation is consistent with over-tightening on the luer. Based on the customer report and the condition of the sample received, unintentional use error (overtightening) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "the doctor found the luer hub damaged during used on the patient. They changed a new one. The patient condition is fine. No medical intervention was required. Involved 2 pcs". See associated MDR# 9680794-2024-00817.

Manufacturer narrative:
(B)(4). Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "the doctor found the luer hub damaged during used on the patient. They changed a new one. The patient condition is fine. No medical intervention was required. Involved 2 pcs". See associated MDR# 9680794-2024-00817.